Event description:
Additional review indicated the following previously reported information pertained to the event reported under manufacturer report #3004209178-2010-06869. It was reported the patient¿s implanting physician ¿crippled¿ him; the patient¿s healthcare professional (hcp) ¿bruised¿ his spinal cord. It was also reported after two surgeries, the patient¿s implant had not been turned on and he spent four weeks in the hospital about four years ago. Any additional information regarding the patient¿s lack of effect and stimulation sensation will be reported under this manufacturer report number.

Manufacturer narrative:
Concomitant medical products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead. (B)(4).

Event description:
It was reported the patient¿s implanting physician ¿crippled¿ him; the patient¿s healthcare professional (hcp) ¿bruised¿ his spinal cord and spinal cord stimulation had never worked that good. It was also reported after two surgeries the patient¿s implant had not been turned on and he spent four weeks in the hospital about four years ago. It was noted the patient was still on 30 mg of morphine morning and night. The patient was supposed to get stimulation from c6 down his left arm. It was noted initially it seemed the patient was indicating he had not had pain relief since implant, but later he stopped feeling it a couple of weeks prior to this report. The patient¿s pain had increased and he could not get ¿it¿ on. The patient¿s stimulation came on at ¿9¿ before, but now he had stopped feeling it. It was noted the patient expressed interest in device removal. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.